Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary vessel. A 3.00x12mm synergy ii stent was advanced to treat the lesion. However, during introduction through the touhy, the shaft separated at about 35-40cm from the hub. The broken pieces were completely removed out of the touhy and the procedure was completed with another 3.00 x 12 synergy ii stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break 625 mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted along the entire length of the catheter. This type of damages is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the shaft polymer extrusion found no issues along the midshaft or inner/outer polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary vessel. A 3.00x12mm synergy ii stent was advanced to treat the lesion. However, during introduction through the touhy, the shaft separated at about 35-40cm from the hub. The broken pieces were completely removed out of the touhy and the procedure was completed with another 3.00 x 12 synergy ii stent. No patient complications were reported.